Manufacturer narrative:
Complaint (B)(4). Received 100pcs 450042/18j03c, 100pcs 450043/17f15b and 50pc 450230/g190134d for evaluation. Received customer pictures. We have no other customers complaining on the materials/batches. We forwarded the complaint, picture and some of the samples to our affiliated headquarters in (B)(4) from which we receive the holders. According to their investigation and comments, a review of production documentation of the reported material/batch shows no indications of deviations related to the reported errors. No irregularities were detected throughout the entire manufacturing process. The customer returned samples were visually checked; no deviations could be detected. Samples were functionally checked; reported errors could not be reproduced. Shields were removed, and the diameter and height of the holders were measured; all values were found to be within tolerance. Additionally, the maximum screw-in force until breakage of the cannula was analyzed; no irregularities could be found. They could not confirm the complaint. We forwarded the complaint, picture and some of the samples to our supplier from which we receive the needles. According to their investigation and comments, manufacturing and inspection records of the concerned materials/batches were reviewed and no abnormalities which could be related to the reported events were observed. Retain and customer samples were visually examined. No abnormality such as damage or molding defect could be observed. Screwing torque was measured on the customer samples. The maximum torque was 4.3cn·m (on the 450043) and 4.2cn·m (on the 450042). All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 19.9cn·m (on the 450043) and 19.8cn·m (on the 450042). No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. Ten greiner blood collection tubes were inserted onto each tested sample and no spinout could be observed. They could not confirm the complaint. For 450042/18j03c see MDR 8020040-2019-00013 and for 450230/g190134d see MDR 8020040-2019-00014.

Event description:
Customer states the needle became dislodged from the holder and remained in the patient's arm. Also, the needle breaks off when screwed into the holder. Issues have been reported from 3 separate sites.